Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 6 atm's on the initial inflation. The lesion being treated was a calcified and 80% stenotic lesion in a tortuous coronary artery. According to the physician, 'due to the nature of the stenosis, it was difficult to cross the lesion and position the balloon.' The clinical outcome is reported as 'gravely ill,' but no pt injury occurred and no additional surgery was required.